Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant of an implantable pulse generator (ipg) system, the patient experienced bruising. Similarly, one approximately one month later the patient experienced bruising across their chest, under their armpit, and across their back. It was noted that the patient also experienced pain. The ipg remains in use. No patient complications have been reported as a result of this event. It was further reported that the 6 weeks post implant the patient experienced deep vein thrombosis with symptoms of edema, purple discoloration and numbness. No further patient complications have been reported as a result of this event. The ipg system remains in use.